Event description:
A complaint was recently received for a problem where a 25 gram plastic component made contact with the patient. Although there was no injury and the potential for serious injury is unlikely, accuray incorporated has chosen to report this event due to the patient contact.